Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31606977l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that during idvt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the patient experienced complete heart block treated with medication, temporary pacemaker, and permanent pacemaker. After advancing the optrell catheter into the body, the visualization of the catheter itself was intermittently flashing in and out on the carto¿ 3 system screen. The carto 3 system displayed error 161, and quad a catheter eeprom error. The optrell catheter and the cable were both replaced at the same time, and the issue resolved. The procedure continued. Additionally reported that during the idiopathic vt (ventricular tachycardia) procedure, the patient had complete heart block. During ablating in the left ventricle, the cnra had noticed that the patient went into complete heart block, on the anesthesia monitor. The medical team began to emergency pace the patient. The patient remained stable the entire time, with no changes in blood pressure. They implanted a temporary pacemaker in the patient, and the patient is in stable condition. The physician¿s opinion of the adverse event was that none of the products were at fault, and the ablation energy was delivered in close proximity close to the native conduction system. The intervention provided was pharmacology. The outcome of the adverse event was that the patient required a permanent pacemaker implanted, and extended hospitalization in the ICU from friday until monday when permanent pacemaker was implanted. The energy delivered was rf radiofrequency).